Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not reading the 12 lead ECG. There was no reported patient involvement.

Event description:
It was reported to philips that the device was not reading the 12 lead ECG. There was no adverse patient impact.